Event description:
After calibrating equipment according to manufacturer's guidelines, the catheter (pressurewire aeris agile tip (radiwire)) would not calculate or reflect distal vessel pressures. No direct patient involvement.